Manufacturer narrative:
The manufacturer previously received information related to a ds2adv auto CPAP device. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer.